Event description:
It was reported that a patient presented with high impedance levels on the right ventricular (rv) lead, and a possible lead fracture. Intervention was required to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.